Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The reported failure is most likely attributable to a patient-specific event, specifically a fall, with a possible external contamination resulting from the abrasion. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported via email by the arthrex clinical research team that the following information was obtained from a clinical study: patient underwent left knee medial unicompartmental arthroplasty utilizing ibalance uka on (B)(6) 2019. On (B)(6) 2019, the patient presented with bacteremia episodes and an abrasion and swelling of the knee following a fall the week prior. The knee was aspirated, and aspiration analysis showed bacteria in the knee. The patient underwent irrigation and debridement with polyethylene exchange on (B)(6) 2019.